Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) has been dispatched to investigate the reported event. The fse found assorted error codes for the erbe: 26902 message fault, 25913 esu message, 25920. Erbe showing c-38, c-30, m-11, m-18 and c-37 and erbe was replaced to correct the reported problem. System tested and verified ready for use. The integrated electrosurgical unit (erbe) product has been returned for evaluation. However, the device evaluation is not complete. A follow-up MDR will be submitted following completion of the failure analysis. Verification of the event details via system logs cannot be performed at this time because there is insufficient event information available. A review of the site's system logs for the reported procedure date was conducted by a tse while troubleshooting with the customer. Investigation revealed the following possible related system errors: c-38, c-30, m-11, m-18 and c-37. This complaint is considered a reportable event due to the following conclusion: the customer used an alternative method for monopolar after the start of the procedure due to the monopolar energy not working on the integrated electro surgical unit (iesu) and multiple errors that occurred. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change. Follow-up was attempted, but some of the patient information was either unknown, unavailable, not provided, or not applicable. Device expiration date was left blank. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted hysterectomy-malignant surgical procedure, the customer was having trouble getting monopolar energy to work and error c-38 was being displayed on the erbe. Tse confirmed that the erbe had been rebooted. The technical services engineer (tse) reviewed logs and found multiple errors c-38, c-30, m-11, m-18 and c-37. The caller stated that the or staff was using an alternative source for monopolar energy, however bipolar on the erbe was still in use. The reporter followed up and noted that the staff was trying to connect the force triad to the system and they were receiving a message of instrument combination not allowed displayed on the force triad generator. The reporter disconnected the activation cable 371716 from the personality module energy device (pmed) and the message was resolved on the force triad. The reporter explained they had the monopolar instrument and the grounding pad connected to the force triad. The reporter reconnected the generator to the system and the message returned. The procedure was continuing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3. Failure analysis investigation can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis investigation could not reproduce the customer reported complaint. The iesu was energized and cauterized and all ports recognized instruments.